Event description:
The customer contact reported the device did not deliver. The IV technician reported on an unspecified date, the device was programmed to deliver normal saline for hydration via a subclavian central line. No specific pump programming parameters were provided. The patient was discharged home with the device and the hydration solution. Reportedly, the next morning, the patient noted blood back up from the subclavian line through the tubing into the solution bag. The subclavian line was flushed by the patient and was reported to be patent. Multiple unsuccessful attempts were made to obtain additional information.

Manufacturer narrative:
The customer contact has not identified the device by serial number. Multiple unsuccessful attempts have been made to obtain the device return status. If the device is received, a follow-up report will be submitted.